Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer biomed reported the device went vent inop while in use. No patient harm was reported.